Event description:
Patients lv lead shows what appears to be noise and a spike in lv impedance (>3000 ohms). Patient to be addressed further. Device remains implanted.

Manufacturer narrative:
4/13/2020 - lead continued to exhibit impedances above 3000 ohms and intermittent noise. Intermittent loss of capture and sensing were noted as well. Lead was explanted. No adverse patient events were reported. 17-jul-2020 an error was detected in the device evaluation. A correction has been submitted. The method, result, and conclusion codes remain the same as follow up 2. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Multiple signs of wear were detected on the leads body. In particular 42 cm distal to the is4 connector pin the lead body was found squeezed. In this area the three conductor coils leading to the ring electrodes and one of the two conductor coils leading to the lead tip were found broken. This damages are assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2020 - lead continued to exhibit impedances above 3000 ohms and intermittent noise. Intermittent loss of capture and sensing were noted as well. Lead was explanted. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead continued to exhibit impedances above 3000 ohms and intermittent noise. Intermittent loss of capture and sensing were noted as well. Lead was explanted. No adverse patient events were reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Multiple signs of wear were detected on the leads body. In particular 4 cm distal to the is4 connector pin the lead body was found squeezed. In this area the three conductor coils leading to the ring electrodes and one of the two conductor coils leading to the lead tip were found broken. This damages are assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.